Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they got a message on their controller today saying system problem 1 intellis 2 3.6 3 243 4 qf_port cannot continue please call manufacturer. Patient also stated that lately they were having a hard time detecting the implant and it would take them at least 15 min to start charging. Agent walked patient through removing the battery and connecting the controller to the ac power supply. Patient confirmed the controller powered on. Patient then inserted the battery pack and confirmed seeing a blinking green light on the controller. Patient confirmed the controller was 100% and ins was 80%. Patient then started a charging session and was able to start one with good connection. Patient stated that was the best they could get because moving just a little would give them poor recharge quality. Patient stated that the implant is on their lower hip in a position where the paddle could not lay completely flat over the implant. Agent reviewed that they were able to clear the system problem issue on the controller and redirected patient to their healthcare provider (hcp) to check the position of the implant. Patient confirmed not having any recent falls. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the with continued issues charging. The patient said the controller wasn't doing anything and confirmed the screen came on, but just kept saying no device found and wouldn't let them see the battery levels. The patient said they had some little hiccups along the way and has reset controller, but now they hadn't been able to charge for a week. The patient said the issue started in (B)(6) and has gotten worse and worse to where now they had to try and reposition all over to charge. The patient examined recharger and controller port, but didn't see any damage. The patient cleaned connections and reset controller, then tried to start a recharging session and entered passive recharge mode. The patient repositioned and got middle number 85. After a few minutes, patient was able to start charging on excellent (controller 100%, implant red). However patient said when they move just a little bit, charging will go off. The patient tried to sit while charging on the call, but lost connection and went to poor recharge quality. The issue was not resolved, a request was sent to repair to replace the recharger. Agent would like to add that because they hadn't been able to charge in about a week, they were throbbing. Patient also confirmed that they hadn't had any falls.